Manufacturer narrative:
A ge representative evaluated the system and found that monitors boom was not operating. Problem caused by a blown fuse on power distribution board. Replaced fuse. System operates as intended.

Event description:
Customer reported that both monitors are down. No patient injury was reported.